Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient on (B)(6) 2014. The patient experienced recurrent utis (urinary tract infections), poor stream, voiding difficulties, urinary urgency, vaginal dryness, itching, and dyspareunia.